Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had a revision tha to replace a head and insert due to a dislocation." The surgeon has requested a wear analysis and to find out some stem impingement points on the reported insert.